Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.this is the same patient as (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the reported event. The patient was treated with an injection of vancomycin (1 g, interperitoneally (ip), duration and frequency not reported) and an injection of fortum (1 g, ip, duration and frequency not reported). At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with therapy was not reported. Additional information was requested and was not available at this time. This is report 2 of 3.